Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of the ventricular channel resulting in an inappropriate atrial tachy response (atr) mode switch. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting and programming options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.